Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading low mg/dl. The patient did not have a glucometer to use for a comparison reading. The patient was wearing a tandem insulin pump. Throughout the day, the patient self-treated with unspecified carbohydrates to raise her bg level. The patient¿s cgm would rise to around 80 mg/dl but then drop back to low mg/dl after about 30 minutes. The patient¿s husband noticed the patient¿s head was shaking and her ¿eyes seems abnormal¿, so he brought the patient to the ER. At the ER, the patient¿s bg meter reading was 938 mg/dl while the cgm was still reading low mg/dl. The patient was treated with IV fluids and IV insulin. The patient was discharged after approximately 1.5 days. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.